Event description:
It was reported that a patient presented to clinic for follow up. The patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated. No changes or intervention was performed. The patient condition was stable.